Event description:
It was reported that the device had been flashing amber-colored light where exclamation point is. The patient pressed the orange start button and it temporarily switched back to an ok green light only, would vibrate, but then the air leak alarm was displayed. The patient stated every time she sees the amber light she pressed the orange button, the ok green light goes on and the device vibrates, but after a few seconds, the ok light stops blinking. The patient's aid stated that "everything is taped on, but the tape that comes all the way around is not connected to the front. The patient went to the wound center last tuesday so that's when they did that put gauze around, but front was covered. Troubleshooting instruction were provided such as smoothing down dressing & application of adhesive strips around borders per cg. Patient and nurse confirmed tube connectors are twisted together securely and they did not see anything that seemed to appear loose. The patient and aide were instructed to call the patient¿s healthcare provider to advise therapy has not been applied since yesterday as therapy is supposed to be continuous. No further information available.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no part or lot numbers were provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaint history review was carried out across all pico 7 products. There have been further complaints reported with this issue in the past three years. The device was used for treatment. It was reported that during therapy issues were experienced with a pico 7 device. As no samples were returned, it was no possible to carry out a thorough visual and functional analysis. We have therefore not been able to confirm a relationship between the reported event and the device. It was reported that the device entered a leak state to which the patient pressed the orange button. This will cause the pump to go in to standby mode / restart negative pressure wound therapy. If the air leak illuminator is still lit, then appropriate actions should be taken to remediate the leak. A leak can be caused for reasons including; - dressing not applied properly, without creases and fixation strips - filter/port not adhered to dressing correctly - connector not correctly fastened and secured to the pump - tubing trapped, folded over/kinked causing a blockage - dressing integrity has been compromised we have not been able to identify a definitive root cause on this occasion. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.